Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a qdot micro¿ catheter. Immediately after the puncture, the physician noted that the hemostatic valve had become loose and was about to detach. The hemostatic valve fell out of the hub. The hemostatic valve itself was not broken. After the procedure completion, when the catheter was removed, char was found attached on the proximal side (tip electrode) of the qdot micro catheter (d-curve side). The issue was resolved by replacing the vizigo¿ sheath and the procedure was successfully completed. The qdot catheter was collected with an apology to the physician. No adverse patient consequence was reported. The hemostatic valve issue was assessed as MDR reportable against the carto vizigo¿ sheath with an awareness date of 17-jan-2024. Additional information was received on 29-jan-2024. It was reported that the physician considered the amount of char to cause a potential risk to the patient. No neurological symptoms since the procedure was completed. The patient was anticoagulated. Act: 200 over (in the right atrium (ra)), 300 over (in the left atrium (la)). Heparinized normal saline was used. With this information, the event was assessed as MDR reportable against the qdot micro¿ catheter with an awareness date of 29-jan-2024. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance, and patency test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. No char, thrombus or clot residues were observed on the device. The temperature and impedance test were performed, and no issues were observed. A patency test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31188169l, and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. Monitoring the temperature from the electrode during the application of radiofrequency (rf) current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00429 for product code (B)(6) (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). (2) MFR # 2029046-2024-00431 for product code (B)(6) (qdot micro¿ catheter).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a qdot micro¿ catheter. Immediately after the puncture, the physician noted that the hemostatic valve had become loose and was about to detach. The hemostatic valve fell out of the hub. The hemostatic valve itself was not broken. After the procedure completion, when the catheter was removed, char was found attached on the proximal side (tip electrode) of the qdot micro catheter (d-curve side). The issue was resolved by replacing the vizigo¿ sheath and the procedure was successfully completed. The qdot catheter was collected with an apology to the physician. No adverse patient consequence was reported. The hemostatic valve issue was assessed as MDR reportable against the carto vizigo¿ sheath with an awareness date of 17-jan-2024. Additional information was received on 29-jan-2024. It was reported that the physician considered the amount of char to cause a potential risk to the patient. No neurological symptoms since the procedure was completed. The patient was anticoagulated. Act: 200 over (in the right atrium (ra)), 300 over (in the left atrium (la)). Heparinized normal saline was used. With this information, the event was assessed as MDR reportable against the qdot micro¿ catheter with an awareness date of 29-jan-2024.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00429 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). (2) MFR # 2029046-2024-00431 for product code d139505 (qdot micro¿ catheter).

Manufacturer narrative:
Additional information was received on 13-feb-2024. Temperature control mode. 90w4s, target temperature: 55, cut off: 65. At 50w: 450-500, 20s, target temperature: 47, cut off: 55. 400-500 was the ai cutoff value that is being used as an ablation indicator. On 01-mar-2024, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the device manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00429 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). (2) MFR # 2029046-2024-00431 for product code d139505 (qdot micro¿ catheter).